Event description:
It was reported that during a procedure of the heavily tortuous, moderately calcified, mid left anterior descending artery with a low ejection fraction of < 30%, the xience prime stent was implanted, however, the patient developed timi 1 slow flow, followed by cardiac arrest and subsequently the patient expired during the procedure. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of cardiac arrest, ischemia, and death, as listed in the instructions for use, are known adverse patient events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.